Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported adverse event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned an olympus esg-100 electrosurgical generator for the evaluation the unit as it reportedly caused a bowel perforation to a patient during an unknown procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, it was discovered, there was burn mark on the communication board, power consumption failure at 450va out of range and minor scratches on the top cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number 2429304-2023-00092.